Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The set screw marks were noted on the terminal pin and ring, 2 on each and deformed conductor coils noted in a few places. Electro-cautery damage noted in a few places - through at one location. The lead was clinically out of specification due to physical damage.

Event description:
Boston scientific received information that this pacemaker exhibited high out-of-range pacing lead impedance (pli) measurement. The patient complained of pain in the pocket area, however during the device check, the device was fine and the impedance was stable. The physician manipulated the pocket and noise was oversensed on the leads. There was no pacing inhibition observed. Upon revision, the leads were dislodged when the physician tried to free the leads with cautery. The right atrial (ra) lead was surgically abandoned while the right ventricular (rv) lead and the device were explanted. Further, the patient had slight pneumothorax and was monitored. No additional adverse patient effects were reported.